Manufacturer narrative:
The insulin pump was received with frozen display on full segment display due to faulty component on the mother board. Unable to test operating currents due to frozen display. The insulin pump as cracked case at the display window corners, cracked case at the reservoir tube window corners, broken reservoir tube lip, broken battery tube threads and minor scratches on the lcd window.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Customer's blood glucose level at the time was unknown. Troubleshooting was declined. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.